Event description:
Caller reported a malfunction on the pump, identified as malf 12, which had occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support provided the caller with instructions to reset the pump and assisted with the pump reset process. They resolved the issue by sending a replacement pump, advising the caller on using updated software, and providing instructions for storing and returning the faulty pump. The caller acknowledged all provided information, including training details, and will reach out to a healthcare provider due to the lack of available backup therapy.